Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. Additional product code - hwc.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient suffered from fracture of the distal radius. Patient was implanted with va lcp 2 column drp2.4 volar narrow plate and six va locking screws on (B)(6) 2013. When surgeon was inserting the most distal screw while using a guide block, the va lcp would not lock. Surgeon inserted the screw located in the second line of the distal side and decided there were no problems and the procedure was completed. Surgeon checked x-ray images, and found that the most distal screw penetrated the plate. This is 1 of 2 reports for this event.